Event description:
It was reported that the survey respondent mentioned about bacteriuria, pain and catheter blockage when they were asked of complications while using the hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be due plc failure or wrong duration setting causing failure to remove excess lubricous coating polymer and also might be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. The device was not returned.